Manufacturer narrative:
Date received by manufacturer: 01jul2019. Date of report: 02jul2019. A visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. Further evaluation determined that the resistance (ul_lr and ur_ll) and resistance ratio (ul_lr/ ur_ll) were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 22mar2019. A replacement touchscreen was sent to the customer to repair the device. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06march2019. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the unit had a touchscreen failure. There was no patient involvement. The event date was not specified; estimate used.